Manufacturer narrative:
The reporter alleged that the pump would not require the rewind, load and prime steps after a routine battery change.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that the pump was not priming during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of a prime issue. A prime sequence and 24 hour duration test were successfully completed with no loss of prime warnings or prime issues occurring. The force sensor calibration measured within specifications. The prime sequence was attempted after removing and reinserting the battery. The pump produced a message stating ¿battery change requires rewind-prime¿. The pump was opened and no damage was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.